Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited a decrease in estimated battery longevity of approximately one year over the course of three months due to suspected premature battery depletion. The device data was sent to engineering for review. Data analysis revealed the battery depletion was due to increased power consumption and recommended device replacement. The patient was also reported to have experienced anxiety. This device remains in service. No adverse patient effects were reported.